Event description:
According to a copy of an operative report forwarded to shiley from the initial rptr, the pt was admitted to the hospital for replacement of her bjork-shiley convexo-concave mitral heart valve due to severe prosthetic regurgitation. The pt also had a tricuspid valvuloplasty done. The pt survived surgery.